Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of fluctuating hospitalized low blood glucose and high readings. The customer had blood glucose of 340 mg/dl then 448 mg/dl. The customer treated with a bolus from the pump. The customer was also hospitalized for low readings. The customer had blood glucose of 40 mg/dl. The customer was treated with sugar IV and jelly. The customer was advised to monitor pump and blood glucose.